Event description:
It was reported that the lens has anteriorly vaulted and posterior capsule opacity/striae was observed post implant. At the 10 week post-op mark, the uncorrected visual acuity (ucva) and best corrected visual acuity (bcva) had both decreased to 20/40. The surgeon will be resuming steroid/nsaid drops prior to starting the yag treatment. Add'l info has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.